Event description:
Arc revision surgery performed. The stem had subsided and the patient was experiencing pain and a loss of function. Surgeon stated that patient was obese and that the stem likely did not achieve initial stability, therefore did not in-grow. Initial surgery was (B)(6) 2012.

Manufacturer narrative:
No additional information.